Event description:
The reporter stated the haptic of a competitor's lens was bent. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation method: injector lot number search; cartridge lot number search. Results: an injector lot number search was performed and ten similar complaints were found. A cartridge lot number search was performed and four similar complaints were found.